Event description:
Second revision surgery - due to the patient's poor bone quality the screws did not say in place. The surgeon revised and placed a new head. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose locking screw after 5 years, 9 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 95 prior complaints reported against this part; this is the first complaint against this lot number. The root cause for the poor fixation was reported as the patient's poor bone quality and not due to product failure. There are no indications of a product or process issue affecting implant safety or effectiveness.